Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that shortly after completing a software update on the pump, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose ranged from 114 mg/dl. Reportedly, the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the malfunction issue was verified. However, the device update issue could not be verified.